Event description:
Per rn: blood was drawn from tubing from previously accessed port using a blood culture vacutainer. This was removed after blood work was drawn. When attempting to connect IV fluids, clear plastic was noted in the blue clave adapter. Blue clave adapter was removed and replaced. Port did not flush or draw back after this. Port was de accessed. Md was notified; no further monitor or testing was needed. This facility has had several reports for this device type. The manufacturer has been notified and product has been returned. The cause of the events is unknown.